Event description:
It was reported that the guidewire sheared off during insertion of the midline. The wire was advanced through the needle and resistance met around the axilla area and got stuck. The needle was removed over the wire. The wire was eventually removed surgically but the end was unraveled. The patient was discharged and the consequences or complications from the removal procedure are currently unknown.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo revealed the damaged guidewire (left) in comparison to what appeared to be an intact guidewire (right). The damaged guidewire had an unraveled spring coil. The customer also returned one guidewire for analysis. Clear signs of use were observed on the returned guidewire. No introducer needle was returned for investigation. Visual analysis revealed that the guidewire was unraveled and completely separated towards the distal end. Microscopic examination of the guidewire confirmed the separation and revealed complete separations of the core wire and spring coil. The separated distal piece of the guidewire was not returned, which aligns with the customer report of the guidewire end breaking off into the patient's vasculature. The proximal weld was returned intact. The broken core wire measured 44.0cm, which is not within the specification limits of 44.5cm-45.5cm per guidewire product drawing. This indicates that not all of the guidewire was returned, which aligns with the customer report of the guidewire breaking off into the patient's vasculature. The guidewire outer diameter measured 0.0175", which is within the specification limits of 0.0175"-0.0180" per guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into introducer needle. Continue until guidewire reaches desired depth". The functional portion of the guidewire was passed through a lab inventory introducer needle. The guidewire was able to pass with no resistance observed. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guidewire separated was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guidewire was unraveled and completely separated towards the distal end. However, the report of guidewire and needle resistance could not be confirmed as the introducer needle was not returned for investigation. When functionally tested with a lab inventory introducer needle, there was no resistance observed. The returned guidewire presented no findings that would indicate a manufacturing related defect. A DHR review was performed with no relevant findings. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking or resistance. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the complaint of guidewire separation during use can be confirmed. However, guidewire and needle resistance cannot be confirmed and the probable cause cannot be determined without all relevant components returned for investigation. Teleflex will continue to monitor and trend for reports of this nature.